Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3387s-40, lot # va0qelh, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding a stage 1 procedure. The proximal most contact was bent from the rest of the lead after the stylet was removed. The lead was damaged. Looked ¿more like a ribbon you make into a curlicue on a present rather than a straight ribbon.¿ that recoiling did not use to happen. They put in the extension on the day of report. The lead was implanted and removed from the cannula. Once the lead was exposed and visible, the issue was identified. The lead was connected to the extension and an electrode impedance check was done and no problems were found. No further interventions were taken and the issue was not resolved. Surgical intervention did not occur and the patient's status at the time of report was alive with no injury. The manufacturer representative was worried that there was a fundamental problem with the lead which becomes evident once the stylet is removed, which was new over the last few months, regardless of the lead type or lot number. They suspected burying it with a boot that only locks at one spot with the patient or provider or whomever touching and moving it around worsens the situation. In the meantime, they would use the ¿old-school extension blocks that allow for contacts to be individually protected during the interval between stage 1 and stage 2.¿